Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached almost 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, the patient gave correction boluses.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be normal with no bends or kinks. The downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. Timeouts occurred at the end of the device¿s run. The device ran for 711 pulses before alarming. The device was connected to a pdm before any of the internal components were manipulated. The device successfully delivered a 5.00 unit bolus. No timeouts or alarms occurred during the run of the device. No occlusions were found along the fluid path and fluid was seen exiting the distal tip of the soft cannula. No damages or defects were found on the drive mechanism during the investigation. No misaligned parts were observed during the investigation.